Event description:
Ous MDR - after an implantation period of about 74 months, oversensing and impedance values < 250 ohm were reported. The lead was extracted, but not returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available picture of one episode confirmed the presence of artefacts in the ff and rv channel. In spite of the information available for analysis, no conclusion can be drawn regarding the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.